Manufacturer narrative:
A ge service rep performed an onsite investigation. The image intensifier power supply was evaluated and replaced. The system was tested found to be working as intended and returned to service.

Event description:
The customer reported that the system would not display a fluoroscopic image. This rendered the system unusable. There is no report of injury or death associated with this event.